Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4)(report number: 9710055-2022-00518) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00434). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00434). The correction of b3 date of event, b5 describe event or problem, d4 catalog # and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b3 date of event: 10/12/2022. Corrected b3 date of event: 04/23/2022. Previous b5 describe event or problem: on 12th october, 2022 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: on 23rd april, 2022 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d4 catalog #: ard567236241c. Corrected d4 catalog #: 567236993/567237998/567236989. Previous h4 device manufacture date: 03/14/2003. Corrected h4 device manufacture date: 02/26/2002.

Event description:
On 23rd april, 2022 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the paint was chipping from the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.